Event description:
The complainant reported that the automated impella controller (aic) experienced multiple purge system alarms throughout the day. It was reported that unsuccessful troubleshooting steps were taken, including purge cassette change and tissue plasminogen activator added to the purge fluid. This aic was replaced with another aic and the procedure was successfully completed. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs indicated occurring on 12/30/22, a sudden significant rise in purge pressure occurred. A change from a stable ~500 mmhg rose to over ~1000 mmhg. This triggered a persistent purge pressure high alarm. Additionally, a persistent purge system blocked alarm was triggering on and off for the duration of the case on ic8192. The staff attempted to de-air the purge line and swapped out the purge cassette for a new one, however these troubleshooting methods were unsuccessful in clearing the persistent alarms that were triggering. After unsuccessful troubleshooting attempts, the staff performed an aic transfer to ic2041. The logs from constellation were reviewed for ic2041. It was observed that the staff used the same purge cassette (sn:(B)(6) when the transfer was done. It was also observed that there were no purge related alarms after swapping consoles. A physical inspection of the returned purge assembly was performed including the purge assembly as whole, purge disc retainer and flag, purge pressure sensor and communication ribbon cable. No issues were found with most of these items expect for the purge disc retainer. A small fracture was found on the left-hand side of the purge disc retainer. The screw posts of the purge disc retainer were inspected as well, but no further damage was observed. The returned aic ic8192 was set up on a pump and purge system in the burn-in room for ~12 hours. No issues occurred. Ic8192 was set up on a similar system on an engineering lab bench. The console was run for an extended period of time while purge parameters were closely watched through telnet. No issues occurred. The ic8192 was able to successfully de-air and perform bolus and purge cassette changes during pump operation without issue. Purge pressure performance was stable through all points of testing. A root cause for the persistent purge pressure high and purge system blocked alarms could not be determined due to the inability to reproduce the failures. This report is being filed as part of a retrospective review of historical records.